Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon initiating the device, the pump showed no flows and had a flat motor current and placement signal. The patient expired during impella support, however there was no allegation that this was related to the impella. No further information was provided.

Manufacturer narrative:
The investigation for the low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the low pump flow and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.